Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. There was no adverse impact to customer¿s blood glucose level. Reportedly, the cartridge was changed to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.